Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the doctor and continued use of the lifevest. Device eval summary: device eval of montior sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4)- 07/01/2013 (reuse); electrode belt sn (B)(4) - 02/01/2013 (reuse). Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The granddaughter of a (B)(6) female pt contacted zoll customer support to report that the pt was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detection. The pt was treated at 09:31:19. The rhythm at the time of the treatment is unk due to noise and artifact. The post-chock rhythm was a sinus rhythm with noise and artifact. The pt's granddaughter reported that the pt was alert at the time of the event. The response buttons were pressed briefly before the treatment, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation. The pt was taken to the doctor and continued use of the lifevest.